Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the buttons on the infusion device are "blocked." The infusion device displays all menu point, but the customer's parent is unable to stop it. No adverse event was reported. The alleged product was requested for evaluation.